Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting pharmacist due to meter error messages (unknown error). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted pharmacist in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with pharmacist at this time.

Event description:
Consumer reported complaint for error messages (unknown errors). Pharmacist reported complaint on behalf of the customer via e-mail. Pharmacist reported that the customer would obtain an error message "every time when being used by the customer and when trying with us." Manufacturer attempted to contact pharmacist via telephone in effort to assist and to obtain further complaint details; manufacturer unable to contact pharmacist, no further details, including product information, were able to be obtained.